Event description:
When I was wearing luxottica eyeglasses in 1982, I was involved in a car accident. Something in the right lane in which I was driving caused me to avoid a collision by applying the brakes suddenly and swerving into the left lane of the same highway at the time of the accident. I may have been injured from the accident. In 1981, while I was wearing the same luxottica eyeglasses, dr prescribed for me elavil brand pharmaceutical drug, generic name imipramine. After I took the elavil, I fell asleep while I was sitting at a dining room table waiting for a meal. Now that I do not wear any eye corrective lenses, eyeglasses, spectacles, contacts, or any contact lenses as of 2001, I do not take any psychiatric pharmaceutical drugs anymore, nor do I drive any vehicles anymore. Dates of use: #1. 1981-2001, #2 1981-2006. Diagnosis or reason for use: #1 nearsightedness, mild amblyopia, #2. Emotional sensitivities, event abated after use stopped or dose reduced" #1. Yes, #2 yes. Event reappeared after reintroduction? #1. Yes, #2. Yes.